Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the fiber tip broke off inside of the patient. The doctor tried to locate and remove the tip through cystoscope, and eventually an x-ray was taken. The item was deemed too small to visualize. The patient or procedure outcome was not reported at this time.